Manufacturer narrative:
It was reported to abbott that the patients leads migrated. Rep reported that the leads migrated from t8 to t10, verified by x-ray, after the patient had a fall. The report stated that the leads were repositioned on (B)(6)2020. The root cause of the migration is consistent with the patient having fallen and is not product related.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32995. It was reported that the patient experienced ineffective therapy due to their scs leads migrating from t8 to t10 after having a fall. X-rays confirmed the lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the leads were revised to address the issue.